Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the rewind, basic occlusion, prime and displacement tests. The excessive no delivery alarm could not be verified due to motor error alarm. The device was also received with cracked display window corner, cracked reservoir tube lip, scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and no delivery alarm during prime. He changed the set again and received another motor error alarm. The blood glucose at the time of the incident was 146 mg/dl. The customer stated that the device then went into a blank display and he had to do a reset. The customer stated that the device was not exposed to a magnetic field. The customer was able to rewind. The device was returned for analysis.